Event description:
It was reported to lumenis in 2008, a patient sustained "bruising" on the right side of her face as a result of a photorejuventation treatment with an ipl quantum. This was the patients' second treatment.

Manufacturer narrative:
An evaluation of the system by facility (distributor), verified the internal components, voltages and heads were within operational specifications. Unit passed all tests. No root cause to reported event could be linked to device. Reasonable attempts were made to retrieve additional patient outcome and treatment information. If additional information is received, a follow up MDR will be filed.